Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found no issue was identified. The instrument was placed on an in-house system, passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The instrument passed an electrical continuity test. Additionally, the instrument was found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test. The complaint regarding [add complaint details] was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps had an unknown error. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.